Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 600 mg/dl), and diabetic ketoacidosis. Customer's health care professional stated they believe the reported issue was due to scar tissue. Customer was hospitalized on (B)(6) 2016, and was treated through intravenous insulin. Customer was released from the hospital on (B)(6) 2017.